Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was 130 mg/dl. The customer stated that the device was dropped the day prior to the phone call, but there were no cracks visible. The customer stated that at the time of the phone call they lost the battery cap and they would cal back once the y found the battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).